Manufacturer narrative:
Patient information was unavailable from the site. The device was returned to the manufacturer for analysis. The hardware investigation found that the reported event was related to a hardware issue. The generator does not boot up due to a standalone board failure. A full imaging system check-out was completed following part replacement. Full system functionality was confirmed. System performed as intended. The system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that while in a spinal fusion case, the imaging system froze while around the patient. The system was rebooted before the use of medtronic imaging was discontinued. The procedure was completed successfully after a delay of less than 1 hour. The patient was not affected.